Event description:
Through implant patient registry, it reported that a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 6 months due to severe aortic regurgitation and moderate-severe stenosis secondary to calcification. The explanted valve was replaced with a 21mm 11500a aortic valve. Per medical records, the patient was admitted with increased fatigue and dyspnea on exertion. The 23mm prosthetic valve was heavily calcified, somewhat stenotic and appeared to be regurgitant. The valve was excised and the annulus was sized to a 21mm 11500a valve. The replacement valve was implanted and was confirmed to be well-seated and below the coronary ostia. The patient was weaned from bypass and protamine was administered. The patient was transferred to the ICU in stable, but critical condition. The patient was discharged home with home health services on pod #4. Per pathology report, the prosthetic aortic valve appeared disrupted with recognizable calcifications. There was small amount of adherent unremarkable white fibrous tissue. No vegetation growths were identified.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including bicuspid av. The explanted device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it reported that a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 6 months due to severe stenosis and moderate regurgitation secondary to calcification. The explanted valve was replaced with a 21mm 11500a aortic valve. Per medical records, the patient was admitted with increased fatigue and dyspnea on exertion. The 23mm prosthetic valve was heavily calcified, somewhat stenotic and appeared to be regurgitant. The valve was excised and the annulus was sized to a 21mm 11500a valve. The replacement valve was implanted and was confirmed to be well-seated and below the coronary ostia. The patient was weaned from bypass and protamine was administered. The patient was transferred to the ICU in stable, but critical condition. The patient was discharged home with home health services on pod #4. Per pathology report, the prosthetic aortic valve appeared disrupted with recognizable calcifications. There was small amount of adherent unremarkable white fibrous tissue. No vegetation growths were identified.